Manufacturer narrative:
The lead remains in service pending a revision procedure. This report will be updated when additional information is received.

Event description:
Boston scientific received information that at a routine follow-up approximately two weeks after a device upgrade procedure, this right atrial (ra) lead was confirmed via x-ray to be dislodged. The remote monitoring system had shown significantly increased pacing threshold measurements and a decrease in p-wave amplitudes. The lead remains implanted pending a consultation with the physician. It was later reported a lead revision was planned for mid-july. No adverse patient effects were reported.